Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure when the left bundle branch area pacing (lbbap) lead exhibited diminished sensing when connected to the cardiac resynchronization therapy defibrillator (crt-d). Attempts were made to reposition the lead but were unable to obtain desired sensing measurement. The lbbap lead was replaced with a different model lead. When attempting to connect the new lead to the crt-d header the setscrew was unable to be engaged. The crt-d was replaced with a new device and the procedure was completed successfully. No patient complications have been reported as a result of this event.